Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was confirmed. A review of the device history record for sn14228044 was performed from date of manufacture 11/18/2014 to present date 01/13/2021 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device had error code 242.4030 "replace ail". No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had error code 242.4030 "replace ail". No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had error code 242.4030 "replace ail". No patient involvement.